Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which severity ratings for certain issues were revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion received a report that the device in question alarmed and displayed the error message "install proper tubing", when in fact the tubing was present and installed correctly. The pump was returned to walkmed infusion for product evaluation, which showed the pump failed the air-in-line test. Further failure investigation attributed this failure to damage found on the main circuit board of the pump. The root cause of the main board damage was determined to be from user misuse, abuse (e.g. Dropping the device).